Event description:
It was reported that balloon rupture occurred. The target lesion was located in the thrombus radial cephalic area. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was rupture after inflated few times. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: initial reporter address 1: (B)(6). G4: premarket / 510(k) #k141521, k141597.